Manufacturer narrative:
Vyaire medical file identification: (B)(4) . Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the vela comp d is giving transducer fault . They tried to calibrate exhalation flow sensor but calibration failed. There is no patient involvement in this reported event.